Manufacturer narrative:
Reported event: an event regarding loosening involving an triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: a CAPA trend analysis was performed for this product family and event which identified (clinical) user-related and patient factor issues as potential root causes; however, the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Revision 1 on right knee. Loose cement mantle on right tibial component. Replacement parts were universal base plate, tritanium cone and ps insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision 1 on right knee. Loose cement mantle on right tibial component. Replacement parts were universal base plate, tritanium cone and ps insert.